Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 2 patient samples on a cobas 8000 c 702 module. Sample a: the initial result was 5.8 mg/dl. The laboratory technician questioned the result and repeated the test. The repeated result was 9.0 mg/dl. The sample was repeated again on another module and the result was 9.0 mg/dl. Sample b: another patient sample with erroneous results was alleged. The results were: "resulting critical low and then repeating normal". However, numerical results were not provided. No further information was provided regarding the second patient sample. The repeated results were considered correct. The results were reported outside of the laboratory to the doctor. The reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The customer's qc and calibration were within range and analyzer maintenance is up to date. The investigation is ongoing.

Manufacturer narrative:
Section h3 - device evaluation by manufacturer was updated. The field service representative found liquid on top of the rear reaction cell cover. He replaced the rinse unit and tubing, cleaned sample probes, adjusted rinse unit volumes and verified concentrations. He performed successful mechanical and precision checks without errors and results were within specifications. The investigation determined the service actions resolved the issue.